Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi and low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi, 52, 69, 45 and 29 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 101 mg/dl. At the time of the call, the customer had increased thirst, and had stated that she was also feeling tired. Daughter stated that she was giving mother some orange juice and may take her to the ER. Daughter did report a previous adverse event stating that customer had been hospitalized from (B)(6) 2019. Customer had obtained a result of hi using the meter and was feeling lethargic. Daughter had taken customer to the ER. At the ER, daughter stated that blood glucose was in the 500's (not sure of exact result and unsure of fasting or non-fasting) when customer arrived at the ER. Daughter stated that mother was given IV to bring her blood glucose down. Customer was discharged on (B)(6) 2019. No new medications were given. Customer continued to use the meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is one week. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Event description:
Consumer reported complaint for hi and low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi, 52, 69, 45 and 29 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 101 mg/dl. At the time of the call, the customer had increased thirst, and had stated that she was also feeling tired. Daughter stated that she was giving mother some orange juice and may take her to the ER. Daughter did report a previous adverse event stating that customer had been hospitalized from (B)(6) 2019. Customer had obtained a result of hi using the meter and was feeling lethargic. Daughter had taken customer to the ER. At the ER, daughter stated that blood glucose was in the 500's (not sure of exact result and unsure of fasting or non-fasting) when customer arrived at the ER. Daughter stated that mother was given IV to bring her blood glucose down. Customer was discharged on (B)(6) 2019. No new medications were given. Customer continued to use the meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is one week. The meter memory was reviewed for previous test result history (date/time not set): result 1: 52 mg/dl, date: (B)(6) 2018, time: 3:44 pm, fasting. Result 2: 69 mg/dl, date: (B)(6) 2018, time: 5:38 am, fasting. Result 3: 213 mg/dl, date: (B)(6) 2018, time: 5:37 pm, fasting. Result 4: 45 mg/dl, date: (B)(6) 2018, time: 1:24 pm, fasting. Result 5: 29 mg/dl, date: (B)(6) 2018, time: 11:15 pm, fasting. Result 6: hi, date: (B)(6) 2018, time: 5:19 pm.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 06-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.